Event description:
Caller reported that a malfunction occurred on the pump, with the display showing a malfunction 9 code. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue as the malfunction did not recur after the reset. The customer was advised to load a new cartridge independently and to contact technical support again if the malfunction reappeared, acknowledging and understanding the guidance provided.